Manufacturer narrative:
Device analysis: the oad was returned with the original guide wire not engaged in the device. The initial visual and tactile examination revealed damage to the saline sheath at the nose cone. The saline sheath was torn and exhibited fractured braid material. Examination in the area also revealed that the driveshaft was bent in this location. It could not be determined whether or not the damage was a result of the device being shipped back without the protective tray. Further examination revealed that the crown and driveshaft tip bushing remained intact and undamaged. Biological material was observed on the driveshaft and crown. Examination in the area did not reveal any damage that would have contributed to the accumulation of the biological material. The initial visual and tactile evaluation of the guide wire identified a fracture in the guide wire core at the distal end. The spring tip was detached and not returned. The returned length of the guide wire was 323.6cm, indicating that the distal 1.4cm was detached and not missing. The detached spring tip appears to be the result of the oad driveshaft contacting the guide wire spring tip. The fractured guide wire and the driveshaft tip bushing were sent for scanning electron microscope (sem) analysis. Sem analysis identified smeared platinum on the inside of the driveshaft tip bushing. The guide wire spring tip contains platinum and confirms that there was contact between the oad tip bushing and guide wire spring tip. The damaged section of the driveshaft was destructively removed to allow for functional testing. An in-house guide wire was loaded through the remaining section of the handle assembly. When tested, the device spun at low and high speed with no abnormalities observed. The device was turned on and off numerous times with no issues observed. While performing functional testing the power cord, brake and control knob were manually manipulated to determine if there were any functional concerns with the components that would have contributed to the reported event. The device and components functioned as intended with no abnormalities observed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. At the conclusion of the failure analysis investigation, the root cause guide wire fracture was contact between the oad tip bushing and guide wire spring tip. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, the tip of a csi viperwire guide wire broke off and was left in the patient. The target lesion was 2mm in length and was located in the ostial main (om) artery. The physician advanced the viperwire guide wire across the lesion and loaded a csi orbital atherectomy device (oad) onto it. The physician performed two runs at low speed and two runs at high speed to treat the lesion. During the final run, the device seemed to get stuck in the vessel. The physician attempted to spin the device proximally, but while doing so, the tip of the viperwire broke off. The tip of the wire was left in the patient and the patient status remained stable throughout the procedure. A request for additional information was made to the facility, but was denied due to internal policies.